Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests, or verify low battery alert alarm due to blank display. Insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 360 mg/dl. The insulin pump was exposed to moisture. Fluid was under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.